Event description:
A hospital in a foreign country reported via a fisher & paykel healthcare (fph) rep that in a set-up involving an rt235 infant dual-heated evaqua breathing circuit ('the breathing circuit'). Mr850afu respiratory humidifier, 900mr868 airway temperature probe ("the probe") and drager evita 2 dura ventilator ("the ventilator"), an incident occurred whereby the probe at the humidification chamber end detached from the probe port of the breathing circuit connected to an infant pt. It was further reported by the hospital that the infant pt had a cardiac arrest. Fph made immediate inquiry via our foreign rep in respect of the pt's status and circumstances surrounding the event. The hospital reported the following: during equipment set-up, a ventilator leak test was performed and passed. The pt, who underwent lengthy surgery was connected to the breathing circuit. The pt received ventilatory support for approx 1 hour without incident. Subsequently, a nurse arrived to take a blood sample from the pt. The nurse was accompanied by a student. Prior to taking the blood sample, the nurse muted the alarms on the cardiac scopes. On or about the time blood was being drawn, the ventilator issued a leak alarm. Unbeknownst to the nurse, the airway temperature probe had detached from the probe outlet port of the rt235 breathing circuit causing a leak. The nurse muted the ventilator alarm without checking the reason for the alarm. A doctor then entered the room, saw that the ventilator's leak alarm remained on display and immediately traced the source of the leak. The temperature probe was reconnected and the pt resuscitated. The pt regained cardiac activity after a few mins. The duration of the event from initial blood sampling to the doctor first becoming aware of the pt's situation was reported to be "a few mins". In response to a question about causation, the hospital further reported that the pt's cardiac arrest was due to a lack of ventilation while still under the influence of anesthesia and sedation. In respect of probe insertion, the hospital is unable to confirm whether the probe had been firmly inserted as per the user instructions.

Manufacturer narrative:
As neither the rt235 breathing circuit nor airway temperature probe were returned to fisher & paykel healthcare for investigation, we have based our analysis on the event description as originally provided as well as add'l info received from the hospital upon request. In particular we wished to clarify the chronological sequence of events that occurred as well as verify that the airway temperature probe had been correctly inserted in accordance with our user instructions accompanying the breathing circuit. We could not perform a lot check as no lot info has been provided. Ideally fisher & paykel healthcare would have preferred to have received both the breathing circuit and airway temperature probe so that a thorough analysis could be undertaken in respect of the state of the devices and possible factors involved. In light of the circumstances surrounding the incident as reported, we consider this to be an isolated event and the first incident of probe detachment in respect of fisher & paykel healthcare's rt235 infant breathing circuit since the product was released in 2003. Without the subject probe and breathing circuit, we cannot determine the exact cause of the event. However, if not firmly inserted into the probe outlet port of the breathing circuit initially, it is possible that the temperature probe could have been dislodged during use despite the equipment set-up having passed the initial leak test. Our user instructions provide a statement under the heading "attention" to "check that all connections are tight before use". The importance of this step is further highlighted in pictorial format on the front page of the user instructions, emphasising the need to check that the probe is pushed all the way through the appropriate outlet port. In addition, a reminder to set the appropriate ventilator alarms is also covered in the user instructions. In this situation, it appears that the hospital had followed this protocol having carried out the ventilator leak test during set-up. However, the nurse, having previously muted the monitor alarms on the cardiac scopes while drawing blood, subsequently muted the ventilator alarm automatically without observing the reason for the alarm. To date, we have sold large quantity of rt235 infant breathing circuits worldwide since june 2003. This is the only complaint of this nature we have received in respect of fisher & paykel healthcare's infant breathing circuits.